Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: a review of the black box showed a sudden drop in battery voltage. Moisture was found behind the display lens. The pump powered up with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was intact. No evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the display lens. The pump was opened to find evidence of moisture contamination inside the pump on the transceiver/continuous glucose monitoring board. The transceiver/continuous glucose monitoring board and the current draw levels returned to within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.